Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with dexcom g6 readings rising from approximately 230 mg/dl to 238 mg/dl with an upward trend about 45¿90 minutes after an infusion set change; no insulin odor, wetness, or visible leakage was reported, and no delivery-related alerts were present. Symptoms included elevated blood glucose without reported acute complications. Outcomes included user education and troubleshooting with instructions to monitor glucose, confirm with a fingerstick, and change the infusion site if levels did not decline. Investigation included review of alarm history, confirmation of cartridge and tubing connection technique, and assessment of recent infusion set change. Investigation of this case revealed no device alerts or evidence of delivery interruption, and the exact cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.